Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The medical records allege that a bard g2 eclipse vena cava filter was implanted with its apex at the level immediately below the renal veins for the patient who was in labor. Approximately 5 months later, an unsuccessful attempt was made to retrieve the filter. Ivc cavogram showed imbedding of the hook of the filter into the wall of the vena cava and also showed the filter to be tilted but in an infra renal location. Approximately five years and four months later, another retrieval procedure was terminated without filter removal as the patient developed significant pain during manipulation of the epiphyseal catheter during the retrieval process. A few days later, filter was retrieved successfully; however a small strut was retained in the patient which was likely chronically through the ivc. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc, filter limb detachment, and retrieval difficulties. The definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter was allegedly difficult to remove and allegedly experienced a malposition of device, detachment of device or device component, and patient-device interaction problem. This information was received from a single source. The alleged malfunctions involved a patient with no known impact to the patient. The patient was reported to be a (B)(6) year old female, weight was not provided.